Event description:
At about 1 week after primary, the patient came in reporting pain due to a subsided stem and the cause is unknown. The surgeon revised head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22-may-2024 lot 2111609: (B)(4) items manufactured and released on 06-dec-2021. Expiration date: 2026-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.